Event description:
It was reported that on (B)(6) 2022, the patient presented with moderate calcification throughout the left common femoral to the right external iliac artery. Left common femoral access was obtained and balloon dilatation was performed to the left external iliac. This was to allow for sheath advancement due to small arterial vessels and disease noted in the right external iliac. The 6fr terumo destination sheath was advanced up and around the aortic bifurcation into the right common iliac artery. Following, an absolute pro stent delivery system (sds) was advanced through the sheath to the left external iliac artery. The physician then flowered out the distal stent and attempted to deploy the rest of the stent. Partial deployment was achieved; however, the stent was unable to deploy any further using the thumbwheel. The physician commented that the thumbwheel was difficult to rotate from the beginning and then was unable to rotate it at all, preventing the stent from being deployed. As troubleshooting, the sheath was retracted, and the physician attempted a ¿pin pull¿ method. The device was opened, and manual deployment was attempted, however, this was not successful. The stent was unable to deploy any further. There were no other device issues noted. The physician attempted to pull the partially deployed stent into the sheath and was unable to do so. At this point the decision was made to remove the sheath and partially deployed stent, all was removed as a single unit. A doppler was used to assess femoral and tibial pulses, which were present. It was decided to not perform any additional treatment at this time. The patient was scheduled for a 2 week follow up with the office and re-evaluation for another attempt using a different access point in the future. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported difficulties were unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As there was no reported damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interactions with the anatomy/other devices and/or inadvertent mishandling resulted in the noted device damages (multiple jacket stabilizer bends, multiple outer member bends, multiple sheath wrinkles) preventing the shaft lumens from moving freely, thus resulting in the reported difficult to advance, the reported mechanical jam and the reported activation failure. Manipulation of the device as the physician attempted a ¿pin pull¿ method and the device was opened and manual deployment was attempted likely resulted in the noted smashed/multiple indented tip, the noted hypotube damages (multiple bends, kink, broken). Manipulation/interaction resulted in the noted stent deformed damages; and thus ultimately resulting in the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
N/a